Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving fentanyl (1700 mcg/day,6000 mcg/ml) and bupivacaine (5.68 mg/day, 20 mg/ml) via an implantable infusion pump for the treatment of non-malignant pain. It was reported that the patient had experienced an increase in falls "the last year and has other health issues." The pump hasn't been working the last year and has not been able to be filled to capacity throughout last year. The hcp replace the pump on (B)(6) 2018 due to these issues. The pump looked damaged. No further complication was reported

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Device code (B)(4) no longer applies to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via manufacturer representative indicated the hpc's office was only able to refill the pump with 12ml at most. During the pump replacement procedure on (B)(6) 2018 it was observed the back of the pump was concave. The patient reportedly fell frequently. The patient claimed to have fallen directly on the pump recently, causing bruising and broken ribs. The issue was considered to be resolved. The patient status was indicated to be alive with no injury. The patient medical history and concomitant medications were unable to be obtained. The pump would be returned. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the pump, model# 8637-20, serial# (B)(4), found no anomaly. If information is provided in the future, a supplemental report will be issued.